Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The initial reporter also notified the FDA on 14-nov-2022. Medwatch report # mw5113316.

Event description:
It was reported that the bd alaris pump module smartsite infusion set came apart and leaked. The following information was provided by the initial reporter: patient was receiving propofol through becton-dickinson alaris pump infusion set 2426-0007, when the tubing came apart at the back-check valve. FDA safety report ID# (B)(4). Yes, there was leakage when it separated. The patient impact was a momentary loss of sedation while the nurse replaced the tubing, but I don't believe that any harm resulted.

Event description:
It was reported that the bd alaris pump module smartsite infusion set came apart and leaked. The following information was provided by the initial reporter: patient was receiving propofol through becton-dickinson alaris pump infusion set 2426-0007, when the tubing came apart at the back-check valve. FDA safety report ID# (B)(4). Yes, there was leakage when it separated. The patient impact was a momentary loss of sedation while the nurse replaced the tubing, but I don't believe that any harm resulted.

Manufacturer narrative:
H6: investigation summary a sample was received and investigated by our quality team. The back check valve was completely shattered and the customer's complaint has been verified. The break was analyzed under microscope but the nature of this failure is unknown and uncommon. The root cause cannot be determined but it is not due to manufacturing defects. A device history record review for model 2426-0007 lot number 22079176 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.